Manufacturer narrative:
B5; additional information received: the hematuria is also apparently the cause of the elevated inflammation values (crp 70 mg/l ((B)(6) 2024) , slowly decreasing to 34 mg/l ((B)(6) 2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported 15 days post the index procedure, the patient presented with hematuria which resulted in hospitalization from (B)(6) 2024 until (B)(6) 2024. It was reported that the patient had urinary retention and signs of irritation to the urinary catheter. The patient had a cystoscopy with lavatio with as treatment and the event resolved on (B)(6) 2024. The site and sponsor assessed the hematuria as causal related to the index procedure and not related to the study device or an underlying condition or disease. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(6), ubd: 19-oct-2025, UDI#:(B)(4) ; product ID: etlw1616c156ee, serial/lot #: (B)(6), ubd: 20-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.